Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system was unable to establish a connection with navigation system. Representative stated that mobile view station (mvs) of the imaging system would recognize ethernet connection but the pendant displayed a red status for communication. A different medtronic imaging system was brought and a connection was established. Site successfully completed imaging spin. There was no patient present at the time of the issue.